Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The "cannot use" message was played, and the equipment beeped three times. There was no negative patient impact.